Manufacturer narrative:
On april 11, 2025, mentor became aware that the replacement serial numbers used on (B)(6) 2025 were (B)(6) on the left, and (B)(6) on the right side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 14, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per device received, following information has been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant". - field d4 for catalog number has been updated to "3504504bc". - field d4 for lot number has been updated to "6840993". - field d4 for unique identifier(UDI) has been updated to "(B)(4)". D4: UDI: as the serial number, and expiration date for the device involved in the event was not provided, the full UDI is currently not available. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2025, mentor received confirmation that the left implant was implanted in 2014 and the right in 2013. Date of implant have been updated to (B)(6) 2014 on this form until further information is received. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year-old caucasian female patient underwent primary breast augmentation with 500cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her right side postoperatively; diagnosed after physical exam, and ultrasound. The patient has consulted with the healthcare professional. As a result, the patient underwent replacement surgery on (B)(6) 2025. On (B)(6) 2025, mentor became aware that patient experienced bilateral breast implant ruptures. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On may 28, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the smooth hpg, 450cc breast implant was found to be ruptured. In addition, an area of shell abrasion was observed on the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).